Event description:
Baxter (B)(4) received a report that a 5 ml/hr infusor underinfused during patient use. The total fill volume of 200 ml was infused 12 hours longer than expected. The device was filled with a solution of 5-fu and saline. No additional information is available. After investigation by the quality engineers, it was determined the underinfusion was due to a crystallized drug blocking the fluid exit. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection of the sample showed no obvious signs of abnormality. A functional flow test was subsequently performed on the unit. However, after the device was filled with dextrose solution, flow was not readily observed at the distal luer. Force prime was attempted several times, but flow was still not observed. Subsequent examination noted crystallized drug blocking the fluid exit on the inside of the flow restrictor housing. Microscopic examination of the glass capillary showed no signs of blockage. The glass capillary was in its normal condition. Therefore, the glass capillary was reassembled to a new flow restrictor housing in order to perform a flow test. However, during filling, the bladder ruptured. The reservoir rupture malfunction was addressed in report number 6000001-2012-08815. Since the bladder was ruptured, a flow test could not be performed. Based on the evaluation findings, the reported condition was confirmed as no flow due to crystallized drug blocking the fluid exit. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because, it is same as or similar to a product distributed within the u.s.